Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported the small left sided subarachnoid hemorrhage and subdural hematoma could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced neuro dysfunction, seizure, described as tonic clonic seizure lasting up to 2 minutes. Computed tomography results confirmed a small left sided subarachnoid hemorrhage (sah) and subdural hematoma (sdh). This resolved with sequelae. The patient was on coumadin at the time of the event.